Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. An event history log review was performed and found no alarms or failure codes related to the reported problem. A service history review revealed no previous service events were related to the reported condition. Visual and functional tests were performed on the device. The device was found to meet specifications. The reported condition could not be confirmed.. No cause could be determined as a result. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified alarm on the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.